Manufacturer narrative:
This ipg serial number is included in a field advisory. Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. As received, the ipg was non-functional. The unit was cut open for further analysis. The ipg had to be powered with an external power source as the battery was depleted. The ipg then failed the auto-tester due to broken feed through wires on the header. It is unknown at what stage the feed through wires became damaged. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30-day reporting requirement as part of an additional retrospective review initiated in response to the (B)(4) 2011 FDA inspection. We are submitting this MDR as the result of a re-evaluation of our complaint process. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR reports: 1627487-2011-01756 and 1627487-2011-01757. The patient received his scs system, including and ipg and two extensions. It was reported that the patient received ineffective stimulation and requested the system be removed. The physician explanted the system on (B)(6) 2010. No further information is available.